Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were experiencing high blood glucose levels and infusion set detaching at the quick release. Customer mentioned that they changed out the set and blood glucose was at 325 mg/dl and then started to feel sick and rechecked it was at 431 mg/dl. Customer stated the infusion set tubing came apart. The customer was advised to change the infusion set. Customer did not complete troubleshooting for the high readings. The infusion set was replaced and will be returned for analysis.